Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch reprot will be filed.

Event description:
It was reported that during a pci/stenting procedure, stent damage was noted upon removal. The lesion was located in the 75% stenotic and very tortuous distal circumflex artery. The lesion was pre dilated with a quantum maverick 8 x 3.5mm balloon. The express2 monorail stent was unable to be advanced through a previously placed stent. When the express2 monorail stent was removed, damaged was noted to the distal end of the stent. The procedure was successfully completed with an express 8 x 4.0mm stent. No patient injuries or complications were reported.